Manufacturer narrative:
Part of the suspect device has been returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cerebral venography with possible angioplasty procedure, the 5f catheter tip detached within the patient's venous system. Due to the location and size of the foreign body, the tip could not be successfully removed. The foreign body was too difficult to reach, the decision was made to leave the foreign body within the patient. The patient is under observation and is in stable condition with no additional related complications to report.